Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead was observed on stored egm. Patient was asymptomatic. The device was reprogrammed. The patients condition is good.